Event description:
Reporter alleged customer obtained an error message after dosing the test strip on the advantage system and it was thought customer was experiencing hypoglycemic symptoms at the time. Reporter stated she took customer to the hospital as a result where their device measured 803 mg/dl and customer was treated with an IV of unknown contents and placed into the intensive care unit (ICU). Reporter indicated being treated with insulin while in the hospital until being released. No report of any other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.